Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.